Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received on 2017-jan-31 from a manufacturer's representative. It was reported that the patient came into the emergency room (ER) on (B)(6) 2017 with increased spasticity, was opisthotonic, and had an unstable pulse. It was stated that oral medication seemed to work. Regarding the catheter revision on (B)(6) 2017, it was noted that only the connector was cut off and replaced due to an occlusion. It was unknown if the patient experienced a loss of therapy. It was unknown when the even occurred, only that the patient went to the ER on (B)(6) 2017. It was noted on the paperwork returned with the device that there was no patient injury, and the patient recovered without sequela. It was stated that the patient's dosage of lioresal had been changed; the new dosage was 270 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative. It was reported that when the patient got his 8784 catheter pump revision kit in (B)(6) 2017, he went into withdrawal and had behavioral changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. The surgical pathology report (completed on (B)(6) 2017) of the ingrown tissue was provided. The specimen was collected on (B)(6) 2017. The clinical history was noted as portable pump, metallic implant with "ingrown" tissue. The gross description stated that only one specimen was received from the patient. It was identified as "ingrown tissue" and consists of round brown metallic object with tiny attached tissue. Telfa pad with three pink spots was also included. Both the metal and telfa pad were submitted for processing. Microscopic examination included one hematoxylin and eosin (h &e) stained slide. It was reported that the histological section showed pink stromal tissue with benign spindle to oval cells. There was no evidence of neoplasia. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Eval code-conclusion on the catheter updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 322 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was having increased spasticity and dystonia. A dye study was attempted and they were unable to aspirate. Logs were read at the time and they were normal. A problem at the catheter/pump connection was found and the catheter was revised on (B)(6) 2017 using a revision kit. The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that there was damage to the transition tube on the catheter body. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2017-jan-31 from a healthcare professional (hcp) and manufacturer representative (rep) reported I information was provided for referencing this event. Rep reported that the hcp was the initial reporter. It was noted tissue clogged the "c/" catheter. Literally the tissue grew around the sc connector and into the connector/catheter. Hcp sent the tissue to pathology. It was unknown if the symptoms had been resolved, but the catheter was patent as soon as the connector was cut off. Hcp would be the hcp to know if the patient was doing well. It was later reported that the hcp stated the patient was doing great and was supposed to be discharged today ((B)(6) 2017). No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.